Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a low reservoir alarm. Her blood glucose level was 500 mg/dl that morning because she ate candy. Customer's current blood glucose level was 334 mg/dl. The device was not returned.